Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organ") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and depression ("depression"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, pelvic pain and depression outcome was unknown. The reporter considered depression, pelvic pain and perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), device breakage ("device breakage"), menorrhagia ("abnormal bleeding (menorrhagia)"), blindness unilateral ("vision loss in 1 eye") and multiple sclerosis ("autoimmune disorder type of disorder: possible ms") in a 42-year-old female patient who had essure (batch no. 626288) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included hand pain, hand operation (1996), gestational diabetes, vaginal delivery, cholecystectomy, tonsillectomy, adenoidectomy and appendectomy. Concurrent conditions included brain lesion, allergic reaction to analgesics, constipation, diarrhea, vomiting, d & c and endometrial ablation. Concomitant products included celecoxib (celexa), cyanocobalamin, escitalopram, ibuprofen, simeticone (simethicone) and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2008, the patient experienced depression ("depression") and anxiety ("psychological or psychiatric condition: anxiety"). In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). In (B)(6) 2008, the patient experienced pruritus generalised ("rashes or skin conditions type: itchy skin all over"). In (B)(6) 2009, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2012, the patient experienced multiple sclerosis (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced blindness unilateral (seriousness criterion medically significant) and vision blurred ("vision/eye problems type: blurry vision"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"), nausea ("nausea"), amnesia ("neurological conditions- memory loss"), alopecia ("hair loss") and feeling abnormal ("brain fog"). In (B)(6) 2017, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 9 years 9 months after insertion of essure. On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced arthralgia ("joint pain"), abdominal pain lower ("lower abdomen pain") and impaired healing ("my wounds didn't close after the coils were removed"). The patient was treated with surgery (ablation and d&c, total hysterectomy (uterus and cervix removed) and bilateral salpingectomy and total hysterectomy (uterus and cervix removed) and bilateral sapingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device breakage, menorrhagia, blindness unilateral, multiple sclerosis, pelvic pain, depression, vaginal haemorrhage, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, vision blurred, migraine, headache, nausea, amnesia, anxiety, pruritus generalised, weight increased, alopecia, feeling abnormal, arthralgia, abdominal pain lower and impaired healing outcome was unknown. The reporter considered abdominal pain lower, alopecia, amnesia, anxiety, arthralgia, bladder disorder, blindness unilateral, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, headache, impaired healing, menorrhagia, migraine, multiple sclerosis, nausea, pelvic pain, pruritus generalised, tooth disorder, urinary tract disorder, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy noted in removal dates: (B)(6) 2018, (B)(6) 2018 & (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: 1. "Endometrial curetting¿s": -proliferative phase endometrium, no hyperplasia noted. 2. Left fallopian tube with essure. -sections of fallopian tube within normal limits for age. J. "Right fallopian tube with essure": -sections of fallopian tube within normal limits for age concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: lower abdominal pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), device breakage ('device breakage'), embedded device ('proximal segment of the tube reveals embedded metallic spring in the lumen.') And menorrhagia ('abnormal bleeding (menorrhagia)') in a 42-year-old female patient who had essure (batch no. 626288) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included hand pain, hand operation (1996), gestational diabetes, vaginal delivery, cholecystectomy, tonsillectomy, adenoidectomy, appendectomy, obesity, adenomyosis, chronic cervicitis and ovarian cyst. Concurrent conditions included brain lesion, allergic reaction to analgesics, constipation, diarrhea, vomiting, d & c and endometrial ablation. Concomitant products included celecoxib (celexa), cyanocobalamin, escitalopram, ibuprofen, simeticone (simethicone) and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("pain,"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2008, the patient experienced depression ("depression") and anxiety ("psychological or psychiatric condition: anxiety"). In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). In (B)(6) 2008, the patient experienced pruritus ("rashes or skin conditions type: itchy skin all over"). In (B)(6) 2009, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2012, the patient experienced multiple sclerosis ("autoimmune disorder type of disorder: possible ms"). In (B)(6) 2012, the patient experienced blindness unilateral ("vision loss in 1 eye") and vision blurred ("vision/eye problems type: blurry vision"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"), nausea ("nausea"), amnesia ("neurological conditions- memory loss"), alopecia ("hair loss") and feeling abnormal ("brain fog"). In (B)(6) 2017, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 9 years 9 months after insertion of essure. On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), abdominal pain lower ("lower abdomen pain") and impaired healing ("my wounds didn't close after the coils were removed"). The patient was treated with surgery (ablation and d&c, total hysterectomy (uterus and cervix removed) and bilateral salpingectomy, total hysterectomy (uterus and cervix removed) and bilateral sapingectomy and robotic assisted laparoscopic total hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device breakage, embedded device, menorrhagia, blindness unilateral, multiple sclerosis, pelvic pain, depression, vaginal haemorrhage, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, vision blurred, migraine, headache, nausea, amnesia, anxiety, pruritus, weight increased, alopecia, feeling abnormal, arthralgia, abdominal pain lower and impaired healing outcome was unknown. The reporter considered abdominal pain lower, alopecia, amnesia, anxiety, arthralgia, bladder disorder, blindness unilateral, depression, device breakage, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, feeling abnormal, headache, impaired healing, menorrhagia, migraine, multiple sclerosis, nausea, pelvic pain, pruritus, tooth disorder, urinary tract disorder, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy noted in removal dates: (B)(6) 2018, (B)(6) 2018 & (B)(6) 2018. Current weight 256 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Pathology test - on (B)(6) 2018: 1. "Endometrial curetting¿s": -proliferative phase endometrium, no hyperplasia noted. 2. Left fallopian tube with essure -sections of fallopian tube within normal limits for age. J. "Right fallopian tube with essure": -sections of fallopian tube within normal limits for age. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: lower abdominal pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2020: mr received: reporter added, medical history added, event device embedded added and made medically significant and intervention required due to surgery. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), device breakage ("device breakage"), menorrhagia ("abnormal bleeding (menorrhagia)"), blindness unilateral ("vision loss in 1 eye") and multiple sclerosis ("autoimmune disorder type of disorder: possible ms") in a 42-year-old female patient who had essure (batch no. 626288) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included hand pain, hand operation (1996), gestational diabetes, vaginal delivery, cholecystectomy, tonsillectomy, adenoidectomy and appendectomy. Concurrent conditions included brain lesion, allergic reaction to analgesics, constipation, diarrhea, vomiting, d & c and endometrial ablation. Concomitant products included celecoxib (celexa), cyanocobalamin, escitalopram, ibuprofen, simeticone (simethicone) and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2008, the patient experienced depression ("depression") and anxiety ("psychological or psychiatric condition: anxiety"). In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). In (B)(6) 2008, the patient experienced pruritus generalised ("rashes or skin conditions type: itchy skin all over"). In (B)(6) 2009, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2012, the patient experienced multiple sclerosis (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced blindness unilateral (seriousness criterion medically significant) and vision blurred ("vision/eye problems type: blurry vision"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"), nausea ("nausea"), amnesia ("neurological conditions- memory loss"), alopecia ("hair loss") and feeling abnormal ("brain fog"). In (B)(6) 2017, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced arthralgia ("joint pain"), abdominal pain lower ("lower abdomen pain") and impaired healing ("my wounds didn't close after the coils were removed"). The patient was treated with surgery (ablation and d&c, total hysterectomy (uterus and cervix removed) and bilateral salpingectomy and total hysterectomy (uterus and cervix removed) and bilateral sapingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device breakage, menorrhagia, blindness unilateral, multiple sclerosis, pelvic pain, depression, vaginal haemorrhage, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, vision blurred, migraine, headache, nausea, anxiety, pruritus generalised, weight increased, alopecia, feeling abnormal, arthralgia, abdominal pain lower and impaired healing outcome was unknown. The reporter considered abdominal pain lower, alopecia, amnesia, anxiety, arthralgia, bladder disorder, blindness unilateral, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, headache, impaired healing, menorrhagia, migraine, multiple sclerosis, nausea, pelvic pain, pruritus generalised, tooth disorder, urinary tract disorder, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy noted in removal dates: 08-jan-2018, 18-jan-2018 & 09-oct-2018. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: 1. "Endometrial curetting¿s": -proliferative phase endometrium, no hyperplasia noted. 2. Left fallopian tube with essure -sections of fallopian tube within normal limits for age. J. "Right fallopian tube with essure": -sections of fallopian tube within normal limits for age. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: lower abdominal pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2019: pfs and mr received: lot not added. New events - abnormal bleeding (vaginal, menorrhagia), autoimmune disorder type of disorder: possible ms, bladder or urinary problems or changes, dental problems, device breakage, dysmenorrhea (cramping), dyspareunia, fatigue, migraines / headaches, nausea, neurological conditions- memory loss, pain, psychological or psychiatric condition: anxiety/depression, rashes or skin conditions type: itchy skin all over,vision/eye problems type: blurry vision, vision loss in 1 eye, weight gain, hair loss, joint pain, lower abdominal pain were added. Perforation of organ was updated as fallopian tube perforation. Reporter's information, patient demography, medical history, concomitant condition, concomitant drugs, lab data were added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organ") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and depression ("depression"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, pelvic pain and depression outcome was unknown. The reporter considered depression, pelvic pain and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.